Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the failure of the ccd or the electrical circuit board of the video connector or the malfunction of the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in an unspecified timing, the endoscopic image of the subject device could not be displayed. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated. Furthermore sorc found that the adhesive of the bending section had been chipped.